Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was confirmed through a review of the event history log. Due to the customer request that the device be returned in the as-is condition, baxter was unable to determined component causality, mitigate the malfunction or replace any needed parts. The device will be returned to the customer in the "as received" condition with a notification of the failure and a sticker indicating the device should not be returned to clinical use.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.